Event description:
Pt had back surgery. A week ago, she was rushed to the hospital and doctor's found a blood clot in her back. The blood clot isn't a pre-existing condition. The doctor's looked throughout pt's body and didn't see anything that would have caused it. Their thought could only be from the bone stimulatory. Device history record indicates that unit met spec prior to release to market.